Event description:
While performing a laparoscopic cholecystectomy, the bovie cord caught fire. It was a flame the size of a cigarette lighter flame. It was caused by a break in the active conductor. The fire extinguished when power released. There was no injury.